Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with itching, rash, inflammation, blisters and an infection that extended beyond the patch perimeter, which occurred 5 days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. Photos of the reported skin reaction in the complaint record were reviewed. The lesion appears mildly elevated, suggesting localized inflammation, but there are no visible fluid-filled blisters, purulent discharge, or ulceration. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring, or systemic involvement. The patient visited a healthcare facility and was prescribed oral antibiotic doxycycline (unspecified dosage). No other details were provided. At the time of report, the patient¿s condition is all good and still recovering. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, it was reported that the patient experienced a skin reaction with itching, rash, inflammation, blisters and an infection that extended beyond the patch perimeter, which occurred 5 days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. Photos of the reported skin reaction in the complaint record were reviewed. The lesion appears mildly elevated, suggesting localized inflammation, but there are no visible fluid-filled blisters, purulent discharge, or ulceration. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring, or systemic involvement. The patient visited a healthcare facility and was prescribed oral antibiotic doxycycline (unspecified dosage). No other details were provided. At the time of report, the patient¿s condition is all good and still recovering. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)b5: describe event or problem - correctiond4: device information - correction/additional informationh2 type of follow up: correction/additional informationh4: device manufacture date - additionalh6 codes: type of investigation - additional informationh6 codes: investigation findings - correction